Event description:
Event description guidant received information that the competitor's atrial lead displayed high impedance measurements and that the 1270 pacemaker was oversensing unwanted atrial signals. The competitor's ventricular lead also displayed increasing impedance measurements. During the procedure to revise the pacing system the chronic leads were disconnected from the 1270, tested with the pacing system analyzer, and all measurements were found to be within normal limits. The leads were inserted in the new 1298 and all measurements were still within normal limits. However, during pre-discharge evaluation of the pacing system, both leads again displayed high impedance measurements. Stable impedance measurements were obtained in the unipolar configuration with isometrics.